Manufacturer narrative:
Additional information was received that the patient was prescribed amoxicillin. The patient underwent an explant procedure due to the physician's concern that the midline incision site did not heal and due to potential for infection due to an exposed lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc-4316, lot #: 16315062, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline incision site. Symptoms include drainage, redness, and swelling. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the midline incision site. Symptoms include drainage, redness, and swelling. The physician believed that the infection was procedure related. The patient underwent an explant procedure.